Manufacturer narrative:
Analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. The device was interrogated with a programmer forced lead impedance measurements testing and pacing impedance measurements appeared normal with no noise seen on the electrocardiograms.

Event description:
--

Manufacturer narrative:
--

Event description:
Additional information noted that a save to disk was performed and less than three months was seen on this cardiac resynchronization therapy defibrillator (crt-d). Ongoing noise was also seen on the rv and ra leads. A review of the save to disk by boston scientific technical services (ts) showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the system remains implanted. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that previously noise was seen on the rv lead which resulted in inappropriate anti tachycardia therapy (atp) at the most recent follow up noise was once again seen the right atrial and right ventricular (ra) and (rv) leads. No inappropriate shocks or asystole were noted. It was also noted that the shock impedance measurements were high and out of range. The physician is waiting to replace the system when the device battery had depleted. It was also noted that the left ventricular (lv) lead has had chronically high pacing thresholds. No adverse patient effects were reported.